Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear/gearwheels were broken, main shaft was damaged and the motor had failed. It was also noted that the device failed pre-test for free movement, excessive noise, power with test stand and starting behavior. Therefore, the reported condition was confirmed. It was also noted that the gear and broken gear wheels caused the main shaft to get damaged as well and the motor to fail. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the air reamer device gears and gearwheels were broken, the main shaft was damaged and the motor had failed. It was further noted that the device failed pre-test for free movement, excessive noise, power with test stand and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.